Manufacturer narrative:
A ge rep evaluated the system and cleaned the cooling fan and regreased the high voltage connectors. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system would not product x-rays. No pt injury was reported.